Event description:
It was reported that the gastrointestinal videoscope exhibited an e315 scope error. The issue was observed during preparation for use for a diagnostic gastroscope examination. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.